Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem o lok clip applier instrument was found to have one severely bent grip tip, causing misalignment of the grip-tips. A clip can be properly loaded into the clip groove of the grip-tips. A clip test could not be performed due to cracked input disks in the proximal end housing. The grips were not found to have cracking damage. Additionally, the instrument was found to have grip input disk axis #6 broken and grip input disk axis #7 completely broken inside the housing. As a result of the fully broken inputs, functional testing for motion related issues could not be performed. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large hem o lok clip applier jaws were bent and not closing properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter however the customer was unable to provide additional information.